Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.